Event description:
It was reported that the patient was deceased. Patient was found in his home deceased. No additional information is available. Good faith attempts with the treating physician to obtain additional information have been unsuccessful. The cause of death is unknown at this time.